Event description:
A medtronic representative reported that, while in a spine procedure, after the screws were placed, the navigation system camera went to localizer not connected and was displaying a red x; at this time the spine software became unresponsive. The surgeon proceeded using the 3d spin to confirm screw placement. There was no delay in the surgery. All screws were successfully placed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. In trouble-shooting, following the procedure, it was discovered that the power cable to the polaris spectra system control unit (scu) box had become loose. Re-seated the power cable to the scu, in the ups, and the camera and navigation system normal function was restored. There were no further issues.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
Trouble-shooting immediately following the procedure resolved the issue. No further issues have been reported.